Event description:
Five bubble gum scented size 2 - ambu king mask (lot 1976227) seat not inflated. Staff is having to use a syringe and inflate with air prior to use. Masks will hold the air once manually inflated.